Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused cancer. The patient did not report to receive medical intervention. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously received information alleging a CPAP device's sound abatement foam became degraded and caused cancer. The patient did not report to receive medical intervention. The device was returned to an authorized service center for evaluation. The device was visually inspected. The service center found dirt and dust contamination. The device passed all final testing. There was no evidence of sound abatement foam degradation. The device has been scrapped. In this report, section d9, g3, h3, h6 has been updatd or corrected.